Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in the patient's right eye. The lens dropped to the retina. Patient was referred to a retina specialist where the lens was removed. There was no issue with the lens; event was due to patient anatomy. The patients (capsular) bag broke which caused the lens to drop to the retina. A vitrectomy was believed to have been performed as a vitrectomy is usually performed in these type of cases. The patient returned to the surgeon the on the same day where the replacement lens, same model and size, was implanted in the sulcus. No further information was provided.

Manufacturer narrative:
Visual inspection/product testing was not performed as the complaint device was not returned for analysis. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr)/ discrepancies were generated during the manufacturing process. Manufacturing process control was evaluated and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The investigation found no indication of a product malfunction or product quality deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.